Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es system, the drawer was not closing and remained open, therefore the medication was unsecured. The customer stated that there was no delay, the malfunction occurred when the user tried to issue medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-jan-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the mini drawer failed to close after being recovered. A field service engineer opened the back panel and observed that the emergency latch was not fully engaged. The engineer manually adjusted the latch by pushing and pulling until it was able to lock and unlock without any issues. The system functioned as intended after the field service engineer repaired the device.